Manufacturer narrative:
D10: 300-01-11 - equi, hum stem prim, press fit 11mm: (B)(6), 300-10-15 - equi replicator plate 1.5mm o/s: (B)(6), 300-20-02 - equi sq torqe define screw drive kit: (B)(6), 310-01-47 - equi, hume head short, 47mm (beta): (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a left anatomic shoulder replacement, underwent a revision procedure approximately 3 years 4 months post the initial procedure. The patient consulted the surgeon regarding shoulder instability due to a subscapularis repair failure. Revision surgery was planned to change the anatomic shoulder to a reverse. During the humeral head removal step, the insitu humeral stem came out. Subsequently a full revision was performed replacing all implants. There were no complications for the patient. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded. Device images were provided. The cage glenoid was observed to be fractured. Two of the pegs were broken off the main construct. No further information. This is 1 of 2 reports for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, radiograph images were not provided for review. Product images appear unremarkable for explanted components. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation and soft tissue damage is a known risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.